Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain, dyspareunia, stress urinary incontinence, uti's, emotional distress, yeast infections, kidney disease, and prolapse recurrence. No further info has been provided.